Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated.

Event description:
Boston scientific crm received information that the right ventricular (rv) lead exhibited impedance measurements greater than 2500 ohms in bipolar pacing configuration. The rv lead also loss of capture, no pacing and no sensing. Once the lead was reprogrammed to unipolar pacing configuration there was good sensing and capture threshold measurements. A fracture is suspected. Technical services (ts) advised against keeping the lead in unipolar pacing for a long term function of this lead since the conductor coils are cordial in design. Ts also suggested an x-ray. The patient is not pacemaker dependant. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed at 306 mm from the terminal pin. Two segments of the lead were returned that total 586 mm in length. Visual analysis found the extraction stylet was stuck in the lead which was most likely due to dried body fluid through out the entire lead lumen. Further visual inspection noted stretched conductor coils in the first segment at 75 to 306 mm and within the second segment at 472 to 562 mm from the terminal pin. The anode coil was fractured at 332 mm from the terminal pin and a cut in the insulation was seen at 152 mm from the terminal pin. Detailed analysis found that only the anode wire was fractured and that the fracture origin was surrounded by an area of fatigue. The fracture surfaces showed evidence of an inclusion at the fracture origin which was titanium rich. Analysis determined that the inclusion was likely titanium carbo-nitrides from the manufacturing process. Analysis confirmed the allegation of a fracture.

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.